Event description:
It was reported that during startup at helium bottle changing, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium from the cylinder coupling. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the cylinder gasket. The fse then performed leak test of the helium cylinder. All functional tests were carried out with positive results, the equipment was then authorized for clinical use.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium from the cylinder coupling. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.